Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be reproduced however, the occurrence was likely due to a sporadic failure. Upon initial inspection, the curved pipe blade was broken due to external factors. It was also observed that the curved rubber adhesive was missing. The bending angle was insufficient due to elongation of the angle wire. It was observed that the operational part of the of the angle fix was loose. It was also observed that the video connector was cracked due to external factors. Lastly, the following components contained scratches due to external factors: operation part, the grip, angle lever, the up down plate, the right left plate, switch 1, video connector, light guide connector, light guide cover glass surface and, on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope experienced no image including momentary blackout. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that the device was inspected prior to use. During the inspection, the product issue was identified while connecting the devices prior to use. The intended procedure was for a therapeutic "rapallo." The procedure was subsequently completed with similar device (ltf-s190-5, sn: (B)(6)) with no delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) there was a temporary contact failure due to foreign matter adhering to the connector contacts. 2) a foreign object or malfunction has occurred on the video system center side. 3) temporary malfunction due to static electricity or overcurrent. Olympus will continue to monitor field performance for this device.